Manufacturer narrative:
(B)(4) - against resistance. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc tenku instruction for use (IFU) warnings section states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure for treatment of a 90% de novo stenosis in the heavily calcified, mildly tortuous left anterior descending artery, a 3.0x8 nc tenku rx dilatation catheter was advanced. Resistance was felt due to the calcification and force was applied. During the first inflation for 5 seconds, the balloon ruptured at 10 atmospheres. The device was withdrawn from the anatomy and a non-abbott balloon was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. Reportedly, the device was prepped inside the anatomy. No additional information was provided.